Event description:
It was reported that medfusion 3500-500 alarmed clutch error and damaged bottom case, damaged plunger lever. No patient involvement reported.

Manufacturer narrative:
Other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the barrel clamp head, missing one plunger flipper, had black teflon debris on the lead screw and clutch halves, had chipped top case corners, bottom case was cracked by the l-bracket, was missing the rubber foot, missing the battery and missing all internal plastic plunger head parts and timing plate springs. The event log history was reviewed but could not be downloaded due to toolbox error. Occlusion test was unable to be performed due to missing components. The root cause of the reported problem was likely normal wear of the clutch halves and lead screw which can cause the reported problem. The root cause of the physical damage was due to customer handling. Replaced the lead screw, clutch spring and both clutch halves as well as bottom case and plunger case assembly to resolve the issue. A manufacturing DHR (device history review) was not performed as it does not indicate a problem with the manufacture or repair of the device., corrected data: d4.